Event description:
Additional information reported the patient was used to deliver compounded baclofen (0.08518 mg/day), fentanyl (8.5mg/day), and bupi vacaine (0.5677mg/day).

Event description:
Additional information was received from a consumer on 2017-jan-06. It was reported that the patient had seizures that started in 2014 and again in 2015.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jan-06. It was reported that the patient had seizures that started in 2014 and again in 2015. The patient had major seizures and "died." The patient ended up in the intensive care unit (ICU) without oxygen for long enough to ¿make her forget the last five years.¿

Event description:
It was reported the patient was found by a roommate on the day of the report following a fall. The patient had a seizure on the way to the hospital and was unresponsive. The patient was currently in the intensive care unit (ICU). The patient's status at the time of the event was stated to be alive with no injury. The cause of the event was unknown. The pump was interrogated and found to be working properly. The patient recovered without permanent impairment. The pump was used to deliver fentanyl, bupivacaine, and baclofen (unknown).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).